Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm occurred during a rewind. The customer's blood glucose value was 220 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm but were unable to complete the insulin pump rewind. The customer tried several times to rewind. The customer reported that the drive support cap appeared normal or slightly indented. The insulin pump was been exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.